Event description:
The facility representative reported a flo-gard infusion pump with an occlusion upon power-up. This condition may be a false occlusion. It is unknown when this event occurred. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Corrected information: the device is currently unavailable and will not be returned to baxter. The reported condition of a flo-gard infusion pump with a false occlusion cannot be confirmed as this facility did not send the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs will be made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.